Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 125 mg/dl, and 42 mg/dl. Tests were done within 10 minutes with a difference of 74%. Patient did not experience any adverse events. Patient used test strips from two different vials for the two tests. Called customer to obtain more information. Pt provided the following information: for 4 days, pt was getting high readings. Pt took insulin based on those high readings. Pt started feeling "bad". Pt thought that it was their insulin that had gone bad. Pt changed their insulin pen, but still no change. In 2002, pt got a reading of 125 mg/dl. Pt did not feel "normal". Pt was feeling dizzy, faint, sweaty, and shaky. Pt thought that the strips were bad and so pt opened a new vial of strips and tested with a result of 42 mg/dl. Pt ate some food to bring their sugar back up.